Event description:
Physician performed cataract surgery combined with canaloplasty(omni device) and istent implantation.uneventful canaloplasty procedure was performed using omni. When re-entering the eye to place the istent, the physician noted a sub-incisional iris root tear abandoned the istent procedure. At post- operative day 1, iop was mildly elevated, no hyphema, and the iris tear was visible. In a follow up visit after a week, the iris was partially in the optical axis and flare was observed in anterior chamber. A repair procedure was performed. At post- operative day 1 after the iris repair, iop was in control.